Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that potential undersensing on the his bundle (right ventricular) (rv) lead was noted. R wave lead trends indicated a decline. The lead remains in use. No patient complications have been reported as a result of this event.